Manufacturer narrative:
As of this date the instrument has not been made available for mini-lap technologies to evaluate. Therefore the reported failure cannot be confirmed. To verify the strength and reliability of the jaws minilap technologies performed additional testing verification, 10 jaws were tested in a simulated instrument utilizing an instron machine to evaluate how much force it would take to break the jaws, the results showed that during a straight pull the jaws yielded at an average of 43.89 lbs. Per leg. Another test was performed on 10 instruments by bending each jaw 180 degrees from their present position to determine how many bending cycles of the individual jaw legs would cause the device to fail. The ten instruments (20) jaws averaged 14 bends prior to deformation (cracking, breaking, twisting). A correspondence was sent to our distributor instructing them to contact all their sales representatives to instruct the end user be cognitive of the end of the instrument (jaws) and the amount of manipulation and tissue placed in the jaws. A review of the instructions for use booklet states under warnings and precautions item #7, 8 to avoid damage to the instrument tips (jaws). Additional testing of the jaws was conducted under protocols tr-0066 jaw force test and tr-0069 jaw reliability test, verifying strength and reliability (avg 631 lbs and 185lbs and reliability passed three times). Probable root causes for the reported failure involving this device appears related to misuse or over exertion by the user with excessive tissue grasped in the jaws. We are unable to obtain further details from the user. The complaint will be closed without a detailed investigation report based on probable root cause.

Event description:
Lower part of jaw broke off. Part was not found, not sure if it's inside the patient or not.